Manufacturer narrative:
Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Tube adhered is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of tube adhered. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient reported that his peg/j tube "disintegrated" and came out, and the inner tube came loose from the outer tube about 3-4 inches. The patient resumed oral carbidopa/levodopa. On (B)(6) 2025, the patient went in to have the tubing removed and they were unable to remove it. The plan was to perform surgery to remove and replace tube. On (B)(6) 2025, the physician stated that the patients tube was adhered and was surgically removed. The patient was being transitioned back to oral medication. The plan was to re-insert the tube after healing.